Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) with stent placement procedure, positioning difficulties, a stent dislodgement and a kink occurred. The lesion was located in the common bile duct (cbd). The 10 x 70 cm rx stent delivery system (sds) was locked and advanced to the lesion, however, the clear guide catheter became "bound up" or kinked inside the green push catheter upon attempting to advance the sds to the cbd. Upon attempting to remove the sds, the stent dislodged in the duodenum. A snare was advanced to capture the stent and the stent, snare and an unspecified endoscope were removed as a unit. The procedure was completed with the same endoscope and another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.